Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered into safety mode. Technical services (ts) recommended device replacement. Device replacement will be scheduled in the future. No additional adverse patient effects were reported. Currently, this device remains in service.